Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. As such visual or functional evaluation could not be performed and a relationship between the reported complaint and the device cannot be established. No root cause can be determined with confidence. The manufacturing records have been reviewed and there were no issues at the point of release that could have caused or contributed to the reported event. A review of the complaint history for the preceding four years found other instances of this reported issue, these instances are being monitored to determine if additional actions are required. The renasys go is supplied with a comprehensive user guide which outlines the common alarms that will activate in the event of an issue. The list highlights the type of fault and the actions required. It is advisable that these guides are followed at all times.

Event description:
It was reported that during treatment the device stopped working. There was no harm to patient, there was a delay greater than thirty minutes and no back up was available. The device will not be returned for investigation.